Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a downstream occlusion error was verified. The device was visually inspected and there was a lifted downstream occlusion seal. A functional test was performed and the reported issue was not confirmed, however verified by the event history log. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion error during testing. During physical inspection, the event history log confirmed the downstream occlusion error. There was no patient involvement, no injury was reported.